Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
Terumo subsidiary- (B)(4) reported to terumo cardiovascular that during non clinical activity, the quantity of the product that was shipped was more than what was requested ((B)(4)). *no patient involvement.

Manufacturer narrative:
Upon confirmation of the physical shipments of the affected product, it was found that the four cases that were supposed to be shipped to (B)(6) were mistakenly shipped to (B)(6). Electronically, the shipment was completed correctly; however, there must have been an error in segregation at the distribution center. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.